Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No code available is for surgical/medical intervention; revision surgery. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent removal of one (1) titanium locking compression plate (lcp) wrist fusion standard bend plate and eight (8) unknown locking screws. There was a failure of the locking screws over the 3rd metacarpal. The screws had failed at the head shaft junction. The metal plate had lifted itself off the 3rd metacarpal and was prominent over the dorsal aspect of the right hand and four (4) unknown locking screws were broken. Extensive adhesions were present between the subcutaneous tissues and extensor tendons. A swelling and prominence were noted over the dorsal aspect of the 3rd metacarpal where the lcp standard bend plate had disengaged from the 3rd metacarpal. There was no surgical delay. Procedure outcome was successful. Patient status is unknown. Concomitant device reported: unknown locking screws (part #: unknown, lot #: unknown, quantity #: 4). This is report 3 of 5 for (B)(4). This report is for an unknown locking screw.